Event description:
The customer reported via phone call that his blood glucose was going high and low and he received lost sensor alarms on the insulin pump. Customer stated his blood glucose went down to the 40 to 50 mg/dl range. He further stated the lost alerts may have been caused by the customer hugging a pillow. Customer declined to troubleshoot the issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.